Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and was not able to confirm the customer failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported both light lenses on the gastrointestinal videoscope are contaminated with fluid that sticks during the procedure and is difficult to clean. The issue occurred during an unspecified procedure with no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.